Manufacturer narrative:
Citation: tian, k., samuel, v., sun, d., morris, d., wong, y.t., velu, r.. Transcaval embolisation of type-ii endoleaks ¿ the australian experience. Vascular 0 2025. Doi: 10.1177/17085381241313251 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient sex is reflective of the mean of the patient data in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcaval embolisation of type-ii endoleaks ¿ the australian experience. Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: onyx 34 liquid embolic system. Among all patients adverse events included. Technical success was achieved in 91.7% (11) of cases. Two (2) patients underwent re-intervention. No further information was provided pertaining to medtronic products.